Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that they have a 4 fr dual lumen that leaked from the red lumen. No other information was provided, but has been requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg was confirmed and additional information regarding this type of complaint is contained in 3006260740-12-21-2017-001-c (z#-tbd). One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Debris was observed on the clamps. Residue was observed on the extension legs. A breach was observed in the extension leg within the distal end of the red luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and uneven surface. Lines that resemble beach marks were also observed on the surface of the breached tubing. Reference 3006260740-12-21-2017-001-c (z#-tbd) for additional information regarding this type of damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that they have a 4 fr dual lumen that leaked from the red lumen. No other information was provided, but has been requested.